Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. When the event occurred? 2. How many devices demonstrated the alleged deficiency on each involved patient event? 3. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) 4. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. On the lot mentioned (100kx0), the surgeon noted by taking the needle that the crimping did not hold. No further information available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle pulled off the strand. The issue occurred several times with this impacted product code. There were no patient consequences reported. Additional information was requested.